Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged main battery. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. This is an ancillary service event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. Visual inspection and an alarm log review were performed. The swollen battery was identified during visual inspection. The cause of the condition was not determined. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.